Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus using the quick bolus feature. Tandem technical support verified quick bolus was turned on. There was no reported impact to customer's blood glucose level. Customer successfully delivered a quick bolus.